Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9169510. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot; the retained samples were found to be free from damage or other deformities that could have lead to the reported event. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm had a defective catheter. The following information was provided by the initial reporter: "on (B)(6) 2020 the patient was preparing to do the vein access before cesarean section, during examination it showed that the catheter had cracking , and a new indwelling needle was given. (B)(6) 2020 received an update on the pir of the sales representative. The event description is as follows: according to the customer's feedback, the catheter was cracked. Because the customer is in a hurry for surgery, the samples and photos are not kept."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm had a defective catheter. The following information was provided by the initial reporter: "on (B)(6), the patient was preparing to do the vein access before cesarean section, during examination it showed that the catheter had cracking , and a new indwelling needle was given. 2020-07-06 received an update on the pir of the sales representative. The event description is as follows: according to the customer's feedback, the catheter was cracked. Because the customer is in a hurry for surgery, the samples and photos are not kept."